Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. Aptus endoanchors were prophylactically implanted to secure fixation in the hostile aortic neck anatomy. A sentrant sheath was attempted to be used during the procedure. The proximal aortic neck measured approximately 25.9x28.5mm in diameter and approximately 10mm in length. The distal aortic neck measured approximately 30.1x31.6mm in diameter. The infrarenal aortic neck angle measured approximately 30.3 degrees. The right common iliac artery measured approximately 16, 12 mm in diameter. The left common iliac artery measured approximately 15 mm in diameter. There was calcium and thrombus noted along the common iliac arteries. It was reported that during the procedure, the sentrant dilator tip was found bent upon preparation. The nurse noted that it was difficult to insert the dilator through sheath valves, and then observed that there was a bent tip once it was fully inserted. It was not used in the patient and no damage to the packaging was observed. Another sentrant sheath (16fr) was then used. An aptus 28mm guide with dilator was inserted through the 16fr sentrant sheath with no issue; however, the physician stated that there was difficulty inserting the aptus guide through the sentrant sheath valve. The aptus 28 mm guide was placed in the desired location. The guide was then deflected to approximately 45 degrees. The aptus applier with endoanchor loaded was inserted and placed just proximal to the edge of the guide. The guide was then deflected to the appropriate angle. The applier was attempted to be advanced; however, firm resistance was met. Forward pressure was applied but the applier still could not be advanced. The guide was then straightened. The applier was advanced successfully through the guide, but there was still resistance. The guide and applier were re-positioned, and same firm resistance was met. The applier was removed from the patient and inspected; no abnormality was observed. The guide was removed from the patient and inspected; it was observed that the distal end of the guide was pinched. It was further described as squashed at the tip and partial indented instead of being a full circle. Another 28 mm guide was used. The guide was placed in the desired location with no issue. The guide was deflected to appropriate angle and the applier was advanced. The first endoanchor was implanted successfully. The guide was re-positioned on the opposite wall. The applier was advanced, but firm resistance was met. The physician turned the blue knob on the guide handle to further deflect the guide into the desired position but the tip of the guide did not deflect. The guide was removed from the patient and inspected. The tip of the guide did not deflect as intended when the blue knob was turned. A third guide (22mm) was used and the endoanchors were successfully implanted. Per the physician, the cause of events was unknown. It was also noted that deflection was 90 degrees during the deployments of the endoanchors. No clinical sequelae were reported and the patient is fine.